Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The analyst commented that the helix extends and retracts smoothly with no anomalies. No tissue was on the helix at time of analysis.

Event description:
It was reported that during implant of the right ventricular (rv) lead multiple attempts were made to position the lead. The helix was extended and retracted several times, however the sensing signal was poor. It was noted that there was tissue in the helix and it was decided to use another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.